Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The manufacturer's field service engineer (fse) confirmed the reported problem. Review of the significant event log displayed auxiliary alarm supply failed error code. The fse replaced the mc pcba and pm pcba to address the reported problem. The power management (pm) pcba was returned to the manufacture and tested; no failures were identified. The error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit is not responding. There was no patient involvement.